Event description:
It was reported that after a firmware update, the user experienced intermittent loss of dexcom g7 glucose readings on the ilet while readings continued on the dexcom app, consistent with an intermittent communication failure involving the device¿s wireless components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 system consistent with intermittent communication failure, associated with the device¿s electrical, magnetic, and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.